Event description:
It was reported that the device was used during a hand assisted colon resection. The device was fired, the handle was held closed and then the handle opened on its own and when the device was opened, the staples were not formed. The retaining pin was forward and seated, the tissue was not too thick for the device. Instead of the handle locking closed after firing, the handle popped open by itself. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.